Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was in pain and had developed a limp. Primary implant date: (B)(6) 2005. Revising a pinnacle asr/srom the surgeon discovered the neck (36 + 12mm) had bent and disconnected from the stem. The original plan was to replace the liner and head from metal on metal articulation to a poly/ceramic or ceramic/ceramic. After opening the surgeon noted that the stem was loose. The neck of the srom stem was disconnected from the stem and sleeve. They replaced the stem with a sized 11 corail kho the surgeon was able to pull it out with his hand. Rep present. Male patient, ID: (B)(6), dob: (B)(6), (B)(6)years old. No delay in the surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ no code available is used to capture walking difficulty and device revision or replacement.

Event description:
A review of the provided photo confirms a fracture of the femoral stem having occurred just below the proximal edge of the sleeve. This would be the reason the stem appeared "bent" in the provided x-ray image. There was no disassociation of the stem/sleeve construct. Based on the information now available it would be most appropriate to code the stem and sleeve for loosening and the stem for material fracture metal.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. However a photograph was provided which confirms a fracture of the femoral stem having occurred just below the proximal edge of the sleeve. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: lot 1236192. The DHR review by the manufacturing supplier found no related deviation or anomaly that would contribute to the reported allegation.